Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer reported the alarm occurred all night. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer treated their blood glucose with a manual injection. Customer stated they were able to resolve the alarm with a complete set change. The insulin pump will not be returned for analysis.